Event description:
It was reported that pt has a mrs proximal femur (version before 1997) with a single loop for the re-attachment of the greater trochanter. She now complains of pain in the implant area. Surgery is scheduled on (B)(6) 2012.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.